Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacturing date are not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned to the manufacturer. Functional testing found that the component had a bump. The bump was the cause of the issue.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after changing the cables, the system would alternate between localizer not connected and localizer faulted with two sets of beeps happening between each time. The cycle would only occur once booted up, after booted up, the camera would stay faulted. The manufacturer representative (mr) opened the camera cart base in attempts to mirror her system. When the "in" connection would be pulled on the lab unit, the camera's leds both turned on and then show "localizer not connected." Plug the cable back, all functionality was restored with no audible feedback. However, on the system at this account, the same steps would be performed with the same results but instead of resuming functionality it would show "localizer faulted" at the end. The mr then did the same for the "out" connection for the lab system and the poe led would turn red as a result, and then the camera leds both shut off, the system showed "localizer not connected" and upon plugging them back in the camera reboots and gave two different sets of beeps and then resumed functionality. The site¿s navigation system would behave the same, however, it would display "localizer faulted" at the end. The mr then went into admin and ran the ndi config tool and it was revealed that the camera showed a bump had been experienced. There was no patient present when this issue was identified.